Event description:
The customer reported that the system exhibited 'no signal' errors. Further info was received from the fse which indicated that the system failed to boot to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fse removed and reseated all of the system pcb assemblies, checked and confirmed power supply voltages and checked and confirmed cabling connections to the monitor. The system was tested and found to be working as intended and returned to service.